Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab (nipro sponge). Repeat testing was performed with a new sample with the ID now covid-19 assay and generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to test results.

Manufacturer narrative:
Additional information: after further review of the record, it was identified this MFR. Report is a duplicate to MFR. Report :1221359-2021-01274 and will be followed under that MFR. Report. This MFR. Report (1221359-2021-01257) is no longer reportable.